Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they were able to fully charge the controller and was able to charge the ins last night, but the controller showed the settings not available cannot provide desired intensity settings message. Pt stated they were not feeling the stimulation. Pt said the issue started last night. Pt was in group a and when they tried to adjust the stimulation in program 1, the controller will immediately show the settings not available message and the only group available was group a. Pt also confirmed that the stimulation was on during the call. Agent reviewed information. Agent redirected pt to their healthcare provider (hcp) to set up an appointment with rep to further address the issue. Additional information was received from patient (pt) who reported that the cause of the settings not available and not feeling stimulation was due to one of their terminal ends being disconnected in their back. Patient reported they had reprogramming which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp clarified that one electrode was found to be out of range and had high impedance. Hcp said that reprogramming resolved the issue.